Event description:
Wife found patient unresponsive, in bed with CPAP mask on but CPAP not running. She called 911. M10 responded and found the patient in cardiac arrest. Monitor/defibrillator applied and error message appeared indicating pad failure. Crew placed the 4 leads on patient's chest and switched to monitor. Monitor also failed. Crew attached cudahy bls' AED and defibrillated patient once. Resuscitation attempt was unsuccessful. Patient turned over to medical examiner's office.